Event description:
The reporter stated the surgeon used a cq2015a collamer three piece lens. The physician loaded the lens and as the surgeon was advancing the lens in non-staar injector system, the lens folded. There was was patient contact, the lens was partially inserted into the eye. The surgeon pulled the lens out with no patient injury. Back up lens, same model and size was implanted. The cause of this event is unknown. The physician perfers to use a non-staar injection system with cq2015a model. They are aware this is considered off-label use.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Visual inspection of the returned product found the lens optic torn and piece of optic is torn off and missing. One loop haptic is bent. There was evidence of clear surgical residue on product. Conclusions - (off-label, unapproved or contraindicated use). Based on the complaint history and the evaluation of the returned product, this lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4).